Manufacturer narrative:
Ipg is no longer reportable as it reached normal end of life.

Event description:
Additional information revealed that the battery had reached end of life, meeting the expected longevity. Due to this, there are no allegations against the ipg as it reached normal end of life.

Event description:
It was reported that the patient may undergo surgical intervention to replace the ipg. Further information is currently unavailable.